Manufacturer narrative:
The insulin pump was received with no blank display. The lcd board ok. All of the buttons functioned properly and no damage was found on the keypad assembly noted. The currents are within specification. However, the insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped in the toilet and the keypad buttons are not responsive. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for fluid in pump but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.